Event description:
It was reported that the patient experienced phrenic nerve stimulation resulting in discomfort. A revision procedure was performed and the right ventricle (rv) lead was repositioned. Upon reconnecting the rv lead to the device, no pacing output was noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of output was not confirmed. Analysis of the returned device showed a normal output. Lead impedances were within normal ranges during lab testing, and the device paced normally throughout all electrical and environmental testing.